Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited far r-wave oversensing. No intervention was performed. The patient will further be monitored. There were no patient consequences.